Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va15lqn, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-apr-2020, UDI#: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 crts 3935820 (con): information was first received (B)(6) 2019 from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. Patient stated his ins was replaced and since then he has had a complete return of symptoms and he is not feeling stim. The patient stated he increased stim from 2.4v to 3.6v and still doesn't feel anything. Patient stated the handset says stimulation is on but he doesn't feel like it's working at all. Patient stated he called the hcp and left a message. Patient stated he would rather not make any more changes to his settings as he was told to keep everything the same because it was working on those settings before the ins replacement. The patient to discuss symptoms with healthcare provider. (B)(6) 2019 additional information was received from the patient in response to an inquiry for more details regarding the event: when asked the circumstances regarding not feeling stim, the patient replied the lead must have moved during surgery. The impedances prior to ins replacement were excellent. Steps taken to resolve the issue: other leads were tested and a new program was optimized eventually. There were no further complications reported regarding the event.